Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to unknown. Components not revised: cotyle "anca fit?" Sans trous a/revet. Hap 64 ppr67364 s11113927. Insert ceram "anca fit?" 28/48 60-62-64-66/28 al2.o3 b. Forte ppr67514 t09128353. Tige "anca fit?" Rev. Hap 1/3 proximal 15g ppr67622 t09128330.

Manufacturer narrative:
See attached. - attachment: [ripojuly2019signed.pdf].